Event description:
It was reported that prior to starting a da vinci si hysterectomy procedure, the surgical staff reported seeing a broken cable on the grasping retractor instrument. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Customer initially reported broken cable. However for clarification, the product problem was a broken pitch cable. Based on this clarification, the complaint was confirmed. The pitch cable was broken at the distal clevis hub. Cable segment that contains the crimp was still installed in clevis. Clevis does not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.